Event description:
It was reported the patient had been experiencing pain due to ipg migration. As a result, the patient ipg was explanted and replaced.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue. Per the company representative, the patient's ipg was also replaced due to perceived low longevity.